Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was detached from instrument and returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and the top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure there was a blade broken but it could be removed. No further information is available. Procedure was completed with same like device.